Event description:
Eight pencils were returned with the following complaint: (1) at times the cut modes works, the coag won't and vice-versa. (2) some pencils automatically activate when plugged in. (3) sometimes they won't work at all. This report is for number 2. Automatically activate.